Manufacturer narrative:
The device was explanted and replaced. It was noted that the morning of the replacement procedure, the beeping tones stopped and the device could be interrogated. An error code for excessive resettable errors (wb) was observed. The remaining longevity indicated 7%. The device data was submitted to technical services for evaluation. The explanted device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital because the device was emitting tones. No interrogation was possible, as telemetry could not be established with the device. The tones were as 13 beeps with a two second pause. Three magnets were stacked, with no response from the device. Engineering review of the available information determined therapy was not likely available with this device and immediate replacement was recommended. It was further suggested to apply a magnet to the device during explant and shipping, to preserve battery and diagnostic data.

Manufacturer narrative:
The device was explanted and replaced. It was noted that the morning of the replacement procedure, the beeping tones stopped and the device could be interrogated. An error code for excessive resettable errors (wb) was observed. The remaining longevity indicated 7%. The device data was submitted to technical services for evaluation. The explanted device is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device memory was preserved to a disk. Review of the data noted a battery depletion error had been recorded. In order to evaluate whether or not the observed inability to establish telemetry may be temperature-dependent, the device was subjected to varying temperatures and the "telemetry bit error rate" was measured. Different error rates resulted, based on temperature. This device behavior has been determined to be due to a shortened telemetry wake-up pulse behavior ('radiofrequency/rf wake-up period') associated with the telemetry chip and crystal oscillator start-up process. Investigation has shown that the duration of the rf wake-up period directly affects the ability of the device to be interrogated. This rf wake-up period is sensitive to impedance changes within the rf telemetry circuit. In this particular case, a detailed review of the manufacturing records associated with this device did not reveal any signals to indicate a potential issue with this device (or its individual components) at the time of manufacturing. The finished s-ICD met all testing and specification requirements prior to being released for final distribution and sale.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital because the device was emitting tones. No interrogation was possible, as telemetry could not be established with the device. The tones were as 13 beeps with a two second pause. Three magnets were stacked, with no response from the device. Engineering review of the available information determined therapy was not likely available with this device and immediate replacement was recommended. It was further suggested to apply a magnet to the device during explant and shipping, to preserve battery and diagnostic data.